Event description:
It was reported to covidien on (B)(4) 2014 that a customer has an issue with a circumcision device. The customer reports that seven babies bled extensively after circumcision and needed additional treatment. Sugicel was applied on each baby to stop the bleeding.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. The customer reports that either model # 56421 (1.1 disposable gomco) or model # 56423 (1.3 disposable gomco) was used on the seven babies but it is unclear which particular model number was used in each incident.